Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's ipg (implantable pulse generator) had not been charged for more than a year and hence, the external devices were not able to establish communication with the ipg. The pt's physician was considering a replacement of the device at a future date.